Event description:
Gia 803.8 used during surgery. Knife within the stapler malfunctioned. Knife did not cut and retract. No harm to patient.what was the original intended procedure?exploratory lap, colostomy take down.